Event description:
It was reported that the implantable cardiac monitor was unable to interrogate. Upon review, it was discovered that the device exhibited premature battery depletion and is inactive. Further information was requested however, was not provided.